Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant: estimated. The mitraclips were implanted. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The patient deaths referenced are filed under a separate medwatch report number. Article: "outcomes of patients with cancer who underwent transcatheter mitral valve repair with mitraclip¿.

Event description:
This is filed to report the serious adverse events. It was reported through the research article that the mitraclip device may be related to death, worsening heart failure, hospitalization, acute kidney injury, need for dialysis, stroke, requirement for blood transfusion, sepsis, and acute myocardial infarction. Although the adverse events were noted, this population-based analysis demonstrated that patients with malignancy who underwent mitraclip had similar short-term survival and major in-hospital outcomes relative to controls, suggesting that mitraclip could be performed in this cohort if indicated. Details provided in the article titled: "outcomes of patients with cancer who underwent transcatheter mitral valve repair with mitraclip¿.

Manufacturer narrative:
The devices were not returned for analysis a review of the lot history record could not be performed as the part/lot information regarding the complaint devices were not provided. The reported patient effects of heart failure, renal failure, sepsis, stroke, and myocardial infarction are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported heart failure, renal failure, cerebrovascular accident (stroke), sepsis, and myocardial infarction cannot be determined. The reported unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.